Event description:
It was reported that the patient was hospitalized for a non-cardiac reason and telemetry showed intermittent non capture on the right ventricular lead. The interrogation of the device also showed high threshold and low sensing on the lead. Fluoroscopy revealed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).